Event description:
It was reported that the patient experienced right chest battery movement. Corrective action was noted as ¿other.¿ the event was not resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that corrective actions included the patient taping the battery flat in place.

Manufacturer narrative:
Concomitant medical products: product ID 3387, product type: lead. Product ID 3387, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b8zw, product type: lead; product ID 3387s-40, lot# va0b8zw, product type: lead; product ID 3708660, serial# (B)(4), product type: extension; product ID 3708660, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #(B)(4). Additional information indicates the correct manufacturing site ID is (B)(4).

Event description:
Additional information reported the battery movement was related to the study and stimulator. Suspected cause was also noted as the stimulator.